Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Confirmed tachycardia therapy for a supraventricular episode. (B)(4).

Event description:
It was reported that the patient received inappropriate anti-tachycardia pacing (atp) therapy for an episode which the clinician believed to be supra ventricular tachycardia (svt). The implantable cardioverter defibrillator (ICD) &#1157;mains in use. No patient complications have been reported as a result of this event.